Event description:
Surgeon utilized ethicon lts60a w/reloads str60w which locked on the pt's bowel and would not release. Surgeon had to cut out extra bowel to take the staple reload out. Opened new replacement stapler to complete the case. Specific detail from the operative report: "the stapler did not appear to fire appropriately and locked in place. I had to divide the small bowel on either side of the stapler with additional firings of another endogia stapler and then divided the mesentery just underneath this isolated small segment of jejunum with the harmonic scalpel. I then pulled this out through one of the ports. The remainder of the mesentery was divided with the harmonic scalpel. I measured a 150 cm roux limb and then performed a side-to-side jejunojejunostomy with an endogia stapler and closed the common enterotomy with 2 layers of running 3-0 pds, closed the mesenteric defect with 3-0 prolene then divided the omentum with the harmonic scalpel high along the lesser curvature." At the time of discharge, pt condition stable.